Event description:
The homecare nurse on duty attended to the patient when the ventilator alarmed and noticed a tear in the trach above the neck flange. The homecare nurse removed and inserted another trach without incident.